Manufacturer narrative:
The medical device was inspected and found to be in conformity w/all specifications. It has been returned to use. The physician involved in the case indicted that the root cause was likely to be the examination itself, for example the required pressure increase in the colon via supply of air insufflation, or external pressure exerted on the pt by manipulating the pt's abdomen. The physician did not believe that the incident was caused by the specific device.

Event description:
During a colonoscopic examination, the procedure proceeded normally until advancing to the cecum. When withdrawing from the cecum, a perforation of the colon w/out significant bleeding could be seen. The procedure was immediately stopped and the pt was hospitalized w/a suspected burst diverticulum. A surgical procedure was performed successfully, and the pt has recovered.